Event description:
It was reported that pump generated cartridge alarm 20 and caller experienced cartridge alarms with consecutive cartridges, although issue did not occur during the cartridge load process. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to rely on alternate method if needed, while technical support confirmed warranty status, arranged shipment of replacement pump, instructed customer to place existing pump in storage mode and return it within 10 days using provided materials, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement pump.